Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that "years ago" when they had a pump and a stimulator, they needed to have a certain amount of space between each other and they had to move them because of problems. No further complications were reported/anticipated.